Event description:
Initial surgery was done with trochanteric nail system for subtrochanteric fracture. After the surgery, it was found that the lag screw protruded femoral head. According to the doctor, the patient's bone quality is not very good.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.